Manufacturer narrative:
First notification date changed to (B)(6) 2019.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-05338. Reference MFR. Report# 1627487-2019-05342. Additional information received advised that the ipg was electively replaced by the physician.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead (x2). Therapy date unknown.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-05338, reference MFR. Report# 1627487-2019-05342. It was reported the patient experienced ineffective stimulation due to fractured lead(s). In turn, surgical intervention took place. The ipg was explanted and replaced, and one of the leads was explanted. The patient remained implanted with an existing lead and received effective stimulation. It is unknown which lead is liable, so both leads are reported.